Manufacturer narrative:
Concomitant product(s): 694965 lead; 419488 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead had high threshold and it was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited oversensing and noise due to a suspected fracture. The rv lead was explanted and replaced with a competitor product. Additionally, during the revision procedure, the right atrial (ra) lead became dislodged and it was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.